Manufacturer narrative:
Concomitant products: 100ml fresenius kabi ndc 0338-0519-58, lot 10kf7914, exp 06/2018 intralipid 20%; clave needle-free connector; central line, green swab cap; therapy date (B)(6) 2017. The customer¿s report of the tubing was found disconnected from the patient's central line was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During inspection it was noted that the distal male luer of the primary set and the female luer and distal male luer of the concomitant extension set had residue of the intralipid emulsion on their outside surfaces. The male and female luers of both sets were inspected under magnification to observe for any cracks, fractures, or stress marks. No issues were. White liquid was observed inside the primary set¿s drip chamber and inside both sets tubing. A green swab cap was attached to both of the primary set¿s smartsites. No other anomalies were observed on the set. Functional and pressure testing resulted in the set flowing freely and ran with no issues observed. No disconnections at the set¿s luer components were observed. Dimensional analysis was performed on the male lock leur and was found to be within specification. The root cause of the disconnected tubing was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the tubing was found disconnected from the patient's central line." The customer stated that the disconnection occurred during a tpn/ lipids infusion. A blood glucose level was drawn because the tpn had been off for an hour. Lab results were not provided and there was no report of any patient harm.